Manufacturer narrative:
Corrected data: d4: (B)(4) d6a:implant date: on (B)(6) 2022. (B)(4) .

Manufacturer narrative:
H6- device evaluation: lens was returned dry with residue/debris on product in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -13.50/1.5/82 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to excessive vault. The explant resolved the problem.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).